Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading a cartridge with 180 units of insulin a minimum fill notification was received. Another cartridge was successfully loaded. Blood glucose was 174 mg/dl.